Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. The troubleshooting performed was that the manufacturer representative reinterrogated the device and changed the parameters by increasing the amplitude to 2.0 and the pulse width to 300. The action taken to resolve the high impedance was when increasing the parameters and checking impedances, all electrodes were within normal range.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient was scheduled for a normal battery replacement. While checking impedances pair 0 and 3 showed greater than 4000 ohms in (B)(6) 2015. The impedance check was done at 1.0v and 210 pulse width. The other impedances were within normal limits. No symptoms were reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.